Manufacturer narrative:
Details of complaint: the nurse reported that the central nurse's station (cns) lost power and would not come back up. When nihon kohden technical support (nk ts) returned the customer's call, they stated that everything was back up and working normally. They believed there was a power outage that caused the loss of power to the unit. No patient harm was reported. Service requested / performed: troubleshooting. Investigation summary: the cause of the issue was determined to be a power outage resulting in the cns shutdown. Power outages are factors outside nk control. These factors are not related to malfunctions or deviations from the performance of nk devices. Additional information: b4 date of this report. D8 was this device serviced by a third party?. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type?. H6 event problem and evaluation codes.

Event description:
The nurse reported that the central nurse's station (cns) lost power and would not come back up. When nihon kohden technical support (nk ts) returned the customer's call, they stated that everything was back up and working normally. They believed there was a power outage that caused the loss of power to the unit. No patient harm was reported.

Manufacturer narrative:
The nurse reported that the central nurse's station (cns) lost power to the unit and will not come back on. When nihon kohden technical support called the customer back, they stated that everything went back to normal, and they believe that they had a power outage and is why they lost power to the unit. Issue resolved. No patient harm reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: concomitant medical device: the bsm-6301a bedside monitors were being used in conjunction with the cns:, but customer did not provide the serial numbers.

Event description:
The nurse reported that the central nurse's station (cns) lost power to the unit and will not come back on. When nihon kohden technical support called the customer back, they stated that everything went back to normal, and they believe that they had a power outage and is why they lost power to the unit. Issue resolved. No patient harm reported.